Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On december 20, 2024, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On 20th dec 2024, the user informed senseonics that the cgm showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review. A review of in vivo sensor data showed optical instability, contributing to the differences in bg/sg observed by the user. The user was given an option to either continue the use of the system while the case is monitored for a few days or replace the sensor. The user opted for a sensor replacement, and an RMA was issued for further investigation. Sensor was returned from the field. Upon receipt, a visual inspection showed a significant portion of hydrogel was observed to be missing from the long end, over the sensor's optics and the back of the sensor. This missing hydrogel is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. The functional testing of the long end sensing region is expected to be impacted by the damage. No malfunction was observed with the short end sensing region. The failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The potential root cause for such failure mode may be related to an issue with the sensor electronics, for example, the led behavior at the time, or the in-vivo state of the sensor hydrogel. As part of resolution RMA was authorized to offer the user a sensor replacement. B4. Date of this report 20 march 2025. G3. Date received by the manufacturer? 20 march 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4315.